Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was water behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: moisture damage was visible in the display. The display was dim and the letters had a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. A crack was observed in the case near the top right corner of the display. A leak test verified the leak at the crack in the case. Moisture damage was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.